Manufacturer narrative:
Model number/catalog number: sc-2218-50. Serial number : (B)(4), batch/lot number: 19767513, model/catalog description: linear st lead kit 50 cm. Model number/catalog number: sc-2218-70, serial number : (B)(4), batch/lot number: 21296776, model/catalog description: linear st lead kit 70 cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.